Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2015-04107 & 04177).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to patient allegations of pain and wear of the polyethylene liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel noted allegations of acetabular cup migration and ossification.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product ID ¿ unknown. Device code - unknown. Device info - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to patient allegations of pain and wear of the polyethylene liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information that was unknown at the time of initial medwatch.